Manufacturer narrative:
(H3) the revision reported is most likely the result of prosthesis wear secondary to contributions from instability, axial rotation mismatch between the tibial and femoral components, and patient-related issues including obesity.

Manufacturer narrative:
Concomitant products: 2699120, 02-010-03-0340 - logic cr femoral cem, right, sz 4 2789054, 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t 3548380, 200-02-32 - three peg patella 32mm these devices are used for treatment not diagnosis. There is no additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 component code, types of investigation, investigation findings and investigation conclusion. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Concomitant medical products: logic tibia fit tray 4f/4t, logic cr femoral cem, right, sz 4 (cat# 02-010-03-0340), and 3 peg patella 32mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately six years post initial right side tka, the 59 y/o female patient presented back to surgeon office with complaints of dissatisfaction, pain, and swelling of the right primary knee. An examination and imaging were performed showing poly wear and osteolysis. The poly turned out to be an implant highly likely involved in the recall. The patient was scheduled for a complete revision of the right total knee on (B)(6) 2020. All of the exactech implants were removed and a total revision using competitor's knee was re-implanted. The patient is last known to be stable. Photos and x-rays received. The device is not available for evaluation due to devices discarded. Revision happened in the past.